Event description:
It was reported that the balloon did not inflate at the inflation test. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that balloon lumen leakage was observed through a slit, 0.045 inches in length, at the 12.7 centimeter area (distal of the thermal filament). No visible damage was observed to balloon latex.